Manufacturer narrative:
(B)(4).

Event description:
Pentax medical was made aware of an event that occurred at a facility in the united states. The user facility contacted pentax medical customer service on 05-nov-2020 for a notification repair request for a "brush stuck/broken in channel", involving pentax medical video colonoscope model ec-3890li, serial number (B)(4). The user added that during post procedural cleaning and the cleaning brush bristle came off the brush in the insertion tube. Several passes were made trying to clear the bristles but couldn't get it out. No patient involvement.. The long term loaner endoscope was received by pentax medical for evaluation on 12-nov-2020. The endoscope was inspected by pentax medical service under service order (B)(4) and while the technician was unable to duplicate the users experience, they did document the following inspection findings on 13-nov-2020: suction tube twisted/kink, passed dry leak test, passed wet leak test, biopsy insulation ring deformed, umbilical cable bump under pve root brace, insertion tube mild dent at stage 3, aft suction tube kinked/resistance. The device underwent repairs including the following components: suction channel lg, insulation ring assy, aft suction channel, o-rings and seals. The user facility responded to pentax medical good faith effort(gfe) via email on 17-nov-2020, stating that the failure occurred during reprocessing with a brush that made by micro-tech. It was a double ended valve brush and double ended channel brush combo. Their catalogue number is mdbr1b0014a upn# (B)(4). Pentax medical video colonoscope, model ec-3490li, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2013. Instructions for use(IFU), includes the following warning section 2-1-3, 3) "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The endoscope was put back into loaner inventory after final qc approval on 19-nov-2020.

Manufacturer narrative:
Evaluation summary: this is an event in which a foreign object such as a brush clogs the pipe. The cause was that the user inhaled the gum that was in the patient's body during the procedure and it was clogged. The user is aware of the clog and does not use it for the next user. Correction information: g6: follow up #1. H2: type of follow up. H6: coding changed based on the investigation result.